Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that pump was part of a field correction, completed required form on behalf of customer, provided reset instructions, and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.